Event description:
(B)(4). Same case as MDR #2134265-2012-06035. Same patient as MDR #2134265-2012-06036. It was reported that post a stenting treatment procedure, a myocardial infarction (mi) occurred. In (B)(6) 2011, the subject presented with stable angina and was referred for cardiac catheterization. The 12mm x 3.0mm, 95% target lesion was located in the first obtuse marginal branch. The target lesion was treated with pre-dilatation and placement of a 3.0 x 16 mm promus element stent, with 0% residual stenosis. The procedure was considered to have "good primary angiographic result" and the patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with recurrent chest pain lasting longer than 20 minutes and was hospitalized. Elevated enzyme values were observed and a mi was reported. There was no report of stent thrombosis or abrupt closure and the subject experienced ischemic symptoms in an unspecified location. Nine days later, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Patient date of birth: 1929. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).